Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reported that the package arrived leaking. The package did not seem to be sealed properly.